Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported unknown side ¿seroma.¿ the device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.5., b.6., d.1., d.2., d.4., d.6., d.7., g.1., g.3., g.5.

Event description:
Healthcare professional additionally reported "breast hardening associated with presence of periprosthetic fluid". This record is for the left side.